Event description:
It was reported that an unspecified bd catheter had a leak from the injection port. The following information was provided by the initial reporter: "(B)(6): bleed back through injection port, recently a few incidences."

Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that a bd venflon¿ pro safety shielded IV catheter had a leak from the injection port. The following information was provided by the initial reporter: "username((B)(6)): bleed back through injection port, recently a few incidences" d.1. Medical device brand name: bd venflon¿ pro safety shielded IV catheter. D.3. Medical device manufacturer: becton dickinson medical (singapore). D.4. Medical device catalog #: 393230. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson medical (singapore). H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that a bd venflon¿ pro safety shielded IV catheter had a leak from the injection port. The following information was provided by the initial reporter: "username((B)(6)): bleed back through injection port, recently a few incidences"